Manufacturer narrative:
The hospital biomed performed a checkout of the equipment and a review of the logs. The hospital will be replacing the anesthesia control board. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2016 phone call, (B)(6) 2016 phone call, (B)(6) 2016 phone call.

Event description:
The hospital reported that, during a case, the unit had a system malfunction. The clinician reportedly cycled power and completed the case with no further reported complaint.